Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Note: the guidewire was not returned. A 0.038 inch guidewire was inserted into the device with no issues noted,. Reason for return was not confirmed. Correction d3: MFR name, street 1, MFR city, MFR region, country code and postal code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer was unable to advance the guidewire through the cannula prior to attempting to insert the bio-medicus nextgen femoral arterial or jugular venous cannula. The device was replaced. There was no patient involved.